Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Software version was installed and circuit calibration, active circuit leak test and oxygen sensor calibration were performed and passed. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Software version was installed and circuit calibration, active circuit leak test and oxygen sensor calibration were performed and passed.